Event description:
It was reported that the¿light source¿had¿green mold at the base.¿the issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d8, h3, h4. The device was evaluated onsite by olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it's likely the green mold at the base and contact issue occurred due to a defective base. However, a definitive root cause of this event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.